Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. Related complaints - (B)(6).

Event description:
It was reported, the high frequency-resection electrode broke during use with a guidewire. The issue occurred during transurethral resection of bladder tumor (turbt). There were no reports of patient harm. There was a guide wire in place at the ureteral orifice. The breakage were likely caused by activation of the plasma whilst the resection loop was in contact with the guide wire. (A non-olympus guide wire was used.) There was no fragmentation in the loop breakage, no delay in procedure and no medical intervention required.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely due to repeated unintentional contact between the electrode and the guide wire. However, since the device was not returned for evaluation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.